Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's change of stimulation and loss of efficacy had not been resolved. The manufacturing representative stated that the patient was being scheduled for a clinic consultation to have diagnostics performed and possible x-rays taken. It was mentioned that the physician instructed the patient to change programs to see if the stimulation sensation change resolves. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had x-rays taken and they were reviewed by the physician. The patient was given new programs by the doctor and the patient will return after trying all programs. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a symptom return and change of stimulation sensation location. The patient also stated that they fell 2 weeks ago and landed directly on her back and stimulator. No trouble shooting attempts were made and the issue was not resolved. There were no further symptoms or complications reported or anticipated.